Manufacturer narrative:
(B)(4). Only handle and adapter were received. Evaluation summary: post market vigilance (pmv) led an evaluation of one endo gia adapter and one idrive ultra powered handle. No visual or functional abnormalities were observed on the idrive handle. Visual evaluation of the adapter found three cracked solder joints and a bowed switch. Inconsistent reload recognition can be caused by a malfunctioning switch. The cracked solder joints and bowed switch were concluded to be the most likely root cause of the reported condition. A product enhancement has been implemented to prevent recurrence of this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a laparoscopic low anterior resection procedure, there was a problem with setting up the device and the stapler did not work properly. Therefore, the stapler was not used in the procedure. A manual stapler was used for this procedure instead. The patient status is okay.